Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd ultra-fine¿ mini pen needles 5mm had foreign material. The following information was provided by the initial reporter: "when she took the needle out to test she saw something on the end but thought it was liquid. When she went to administer the shot she immediately felt pain at the injection site and also felt as pulled the cannula back out also."